Event description:
It was reported that the patient had telemetry issues with their implantable neurostimulator (ins) system and an overdischarge condition was suspected. The patient had not recharged or felt the stimulation for over 12 months. It was also noted that the patient felt that the lead had 'snapped' and was coiled in a 'clump' at the ins location. Additional information indicated that the patient met with the company representative where it was noted that the ins was in an overdischarge condition and that a single physician mode recharge (pmr) procedure was performed (due to time limitations). However, they were not able to get the ins to normal recharging condition. The company representative was going to meet with the patient again to address the overdischarge condition. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 39565-65, serial #(B)(4), implanted: (B)(6) 2009, explanted: na, programmer model 37743, serial #(B)(4).